Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the edwards field clinical specialist that at the time of valve deployment, upon inflation of the rf3 delivery system to maximum volume, the balloon ruptured. The valve deployment was successful and post deployment position was 60:40 aortic, with trace ai and no pvl. During retraction of the delivery system the nose cone separated from the catheter. The sheath and delivery system were removed from the access vessel. The nose cone and the ruptured balloon were removed with a snare. There were no remnants of the ruptured balloon in the patient. The patient did not experience vessel ruptures, dissections, and injuries. The patient was in a stable condition at the end of the procedure.

Manufacturer narrative:
The device is being retained by the facility and has not been returned to date. If the facility releases the device for evaluation the complaint will be reopened and updated with the evaluation results. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case complaint was not confirmed, due to the device not being returned for evaluation. A DHR was performed and none of the work orders revealed any issues that could have contributed to this complaint. The manufacturing process has the following inspections to mitigate against balloon burst: 100% visual and dimensional balloon inspection, 100% leak testing, and 100% visual inspection of delivery system. These inspections make it highly unlikely that a manufacturing non-conformance could have caused the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.